Event description:
It was reported that the procedure was to treat an 80% stenosis in the proximal right coronary artery (rca), with heavy tortuosity and mild calcification. The lesion was pre-dilated. The 2.5 x 28 mm delivery system was advanced, but was not able to cross the lesion. Despite many attempts, the device would not cross, due to the anatomy, and was removed. Additional pre-dilatation was performed and a 2.5 x 23 mm xience stent was able to cross and deployed to successfully treat the lesion. There was no reported clinically significant delay due to the failure to cross. There were no adverse patient effects. This is being reported based on return device analysis which revealed the tip was separated and not returned. The site was unaware of this issue; therefore, it is possible that the tip remains in the patient.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The tip was separated at the distal seal and the separated portion was not returned. The tip material was stretched at the separation. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.